Manufacturer narrative:
This a system report. The section d information is for the primary device, which was in use with the following: brand name endurant ii iliac stent graft; product ID: etlw1628c156e (serial: (B)(6); product type: 0180-aortic stent graft; implant date: (B)(6) 2024; brand name: endurant ii iliac stent graft; product ID: etlw1610c156e (serial: (B)(6); product type: 0180-aortic stent graft; implant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent system was implanted during the endovascular treatment of an abdominal aortic aneurysm. It was reported via customer services on approx. 1 month and 23 days post index procedure that the patient contacted to report a suspected allergic reaction to the implanted devices. The patient enquired about the stent graft materials and stated that the physician advised there was no metal alloys in the implants. The patient is going to see an allergist to try and diagnose. Ts agent provided information and education on the endurant stent graphs no additional clinical sequelae were provided.

Manufacturer narrative:
B5: additional information received : the patient was confirmed to have a post-operative seroma in the groin area, which is quite noticeable due to the patient's thin physique. The endurant iis stent grafts were successfully implanted, with no issues reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: per the physician, that there was no issues for the patient regarding the implanted grafts. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.